Manufacturer narrative:
Additional catalog #: 72402105, 72402287. (B) (4), (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B) (6) female with obstetric trauma was implanted with an acticon device on (B) (6) 2002. Info received suggests the entire device was removed, details and reason were not provided. A request for the device and additional info has been sent and the device has not been returned for analysis. No further info has been provided at this time.